Manufacturer narrative:
The investigation for the atrial fibrillation and low pump flow has been completed. The impella has been returned for evaluation. Upon visual inspection, biomaterial was found on the returned product. Data logs confirm suction alarms. Data logs also show motor current (mc) spike with drops in flow. Clinical states that biomaterial was observed on the pump at explant. The root cause of the low pump flow issue was likely biomaterial. The root cause of the atrial fibrillation could not be determined without additional clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ f6/f8 should have been left blank in the initial report.

Event description:
The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was also supported with an intra-aortic balloon pump. The patient had arrhythmia issues at the start of support. The patient had small runs of ectopy and rate controlled atrial fibrillation. The impella was found deep and it was repositioned. No further ectopy was noted. Additionally, suction alarms occurred. The impella was unable to flow despite good position and volume. The impella was explanted. Staff noted there was biomaterial on the impella post explant. The team determine the patient was not a candidate for escalated treatment as the patient is jehovah's witness.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.